Event description:
A malfunction was reported with the pump, identified by malfunction code malf 0. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and guided them to reset the pump. After the reset, the malfunction code did not recur, and the customer could continue using the pump. The customer was advised to call back if the malfunction recurs and confirmed their understanding of the instructions.